Event description:
On (B)(6) 2013, intuitive surgical inc. (Isi) received information from an attorney representing a patient who underwent a da vinci si hysterectomy procedure on (B)(6) 2011, and alleged to have sustained a perforated a colon. No further information is available at this time.

Manufacturer narrative:
On (B)(4) 2013, intuitive surgical inc. (Isi) received the operative report and medical records from the attorney representing the patient who underwent a da vinci si hysterectomy on (B)(6) 2012. According to the operative report, the patient's pre-operative diagnoses were dysfunctional uterine bleeding, menorrhagia, and pelvic pain. Based on the operative report, there was no indication that a malfunction of the da vinci si system, an instrument, or an accessory occurred during the surgical procedure. At the conclusion of the surgical procedure, the surgeon performed a cystoscopy and extravasation of indigo carmine was observed from both ureteral orifices. No bladder defects or trauma were observed. After the instruments were removed, the patient was awakened and transported to post anesthesia recovery in excellent condition. Within 24 hours post-operatively, the patient was evaluated for severe abdominal pain, shortness of breath, and neck pain. A CT scan performed on the patient revealed an abdominal cavity full of stool and free air. The patient was suspected to have a bowel perforation. On (B)(6) 2012, the patient underwent an exploratory laparotomy and was found to have severe sepsis and infection in her abdomen. A colotomy in the patient's rectum was found and repaired. A culture of the peritoneal fluid was obtained during the procedure. In addition, debridement of fibrotic tissue, and irrigation and lavage with 5 liters of saline were performed. Also, placement of a right internal jugular sepsis central line was placed. Additional details of the procedures performed were not provided. No additional information was provided post-operatively.

Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the post-surgical complication(s) experienced by the patient. The information received does not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. No previous complaint was reported relating to this event. Intuitive surgical inc. (Isi) has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: a patient's attorney alleged a perforated colon injury after undergoing a da vinci surgical procedure.